Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) received shock therapy from the device. The physician performed a procedure that cut away the dead parts of the patient's heart. An attempt to obtain additional information was unsuccessful. The ICD remains in service. No additional adverse patient effects were reported.